Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralight st using echo ps (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: ni-ni-ni - patient underwent hernia repair with the implant of ventralex mesh (device 1). (Note: there is no op notes provided for this procedure in medical records) (B)(6) 2019 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic assisted robotic repair with implant of ventralight st using echo ps (device 2). Per operative notes, ¿adhesions were lysed. The old ventralex mesh (device 1) was curled and no longer functioning appropriately was removed. A ventralight st using echo ps (device 2) was placed and adhered to the abdominal wall using sutures.¿.